Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy at a delivery rate of 40 ml/hr at a vtbi of 40 for a one hour run time and delivered within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Causality was not able to be determined and will require pressure setup to be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate accuracy. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h6: type of investigation. Correction h6 and h11. H11: the device was received for evaluation. During functional testing the reported issue of "failed flow rate accuracy" was reproduced as an over-infusion. When tested for flow rate accuracy the device over delivered with an error percentage of 8.6725% which is outside (B)(4) specification. A review of the event history log could not identify any issues that would cause the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be the pressure plate assembly out of adjustment. The pressure plate assembly requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.